Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: flat creases and opening on patch. A leak test and microscopic analysis was performed which identified: sharp opening on patch and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the patch (shell bond edge) due to an unidentified (tear) opening. Reason for reoperation: deflation.